Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error and it was completely dead. The customer's blood glucose level was 209 mg/dl. The customer reported that they got out of the shower and tried connecting the insulin pump to her. The customer stated that the drive support cap had a chip on it. The insulin pump will be returned for analysis.